Manufacturer narrative:
The device was not sequestered by the customer. Because the customer did not record the device serial number and no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
The customer reported that 2 pumps infusing levophed and fentanyl were "found off" with channel disconnect messages and there was no associated alarm. The pumps had a history of shutting down when "bumped". The customer suspects the disconnects were related to an iui issue. No patient harm reported.